Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.

Event description:
The complainant stated that the head hi/low function on the bed is drifting down over night.